Manufacturer narrative:
B5. Updated with additional information received. Additionally, previously reported information indicated a "phenom" microcatheter in the b5 text, but this was not correct. Please note the correct device - a marksman microcatheter - as noted in the b5 additional information. H3. Device has been returned; completion of analysis pending. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported no damage could be observed to the pipeline after removal as it was stuck within the marksman microcatheter. However, it was noted that the marksman catheter was kinked and this was considered the catheter kink was considered the cause for the pipeline becoming stuck. It was additionally noted that the pipeline was being deployed in a straight vessel segment when it failed to open. Attempts were made to retrieve and redeploy to try and open the pipeline, but additional manipulations or maneuvers were not possible due to the resistance issues with the catheter. Both the distal and proximal ends of the pipeline failed to open.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured ophthalmic artery segment of the internal carotid artery aneurysm with a max diameter of 5 mm and a 5 mm neck diameter. It was noted that the patient's vessel tortuosity was moderate. The access vessel was the femoral artery, with 5mm diameter. The landing zone was 4.1 mm distally and 4.7mm proximally. It was unknown if dual antiplatelet treatment (dapt) was administered. The pru level was unknown. It was reported that during stent delivery, significant resistance was felt in the middle distal of the phenom catheter. After torque control, the stent was advanced to the m1 segment; however, the vessel tension was very high, and after partial deployment, the stent could no longer be deployed. At this point, the operator attempted to retrieve the stent but found that the microcatheter could not be advanced to retrieve the stent. After multiple attempts, the stent still could not be retrieved, it become stuck, and deployment was also very difficult. For safety reasons, the operator decided to withdraw both the stent and the catheter together. The angiographic result post procedure showed aneurysm retention. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Continuation of d10: product ID: ped-450-20 (d020454). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.